Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) customer stated cable and battery in slot 1 not working. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) customer stated cable and battery in slot 1 not working.

Manufacturer narrative:
The getinge field service engineer (fse) that encountered the reported issue during the routine check-up unable to confirm which specific cable and performed a full functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications and the iabp was then released and cleared for clinical service.